Event description:
During a routine primary hip replacement the surgeon implanted the cup then had difficulties seating the liner. When re-seating the liner became stuck and in the event of removal dislodged the cup. Both implants were needed to be replaced. There was a delay of 15 minutes, but no medical intervention required.

Manufacturer narrative:
Associated device: trident alumina insert, catalog # 625-0t-32e, lot code: 38030601. A supplemental report will be submitted upon completion of the investigation.